Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt and was caused by a low battery voltage. The device was tested on the bench and using automated test equipment using an external power supply and was found to be normal. The original battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that when the patient presented for a follow up, the device was unable to communicate with the merlin programmer. A device changeout is scheduled for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.